Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the lead was returned with a fully extended and stretched helix. It was also noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant procedure, there was difficulty extending and retracting the helix of the left ventricular lead. It was also reported that when the lead was explanted, the helix was still extended despite exceeding the number of turns needed for extension when retracting. The lead was removed and replaced. No patient complications have been reported as a result of this event.